Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-41115, 2017865-2022-41117. It was reported that the patient presented with infection and erosion at the implanted device pocket site. The physician explanted the system ¿ implantable cardioverter defibrillator, atrial lead and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.